Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-jun-2024. Investigation summary: bd received two (2) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for leaking during use was observed. Additionally, the customer samples along with thirty (30) retention samples from bd inventory, were evaluated by functional testing and the issue of leaking during use was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leaking during use based on the photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during the use of bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from the needle after the needle was retracted. No patient impact reported.

Manufacturer narrative:
D.2. Medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during the use of bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from the needle after the needle was retracted. No patient impact reported.